Event description:
It was reported that during the surgery, the slap hammer broke. The surgeon was able to complete the surgery using another device. The broken device did not come into contact with the patient. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4) g2 ¿ foreign ¿ china. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.